Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), rotated heart, non-ischemic cardiomyopathy, large coaptation gap and thick posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the posterior leaflet. Additional clip was deployed to stabilize the slda clip. Per the physician, the slda due to the pre-existing patient anatomy. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.